Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that screen of insulin pump had crack and partial display. The customer¿s blood glucose level was 5 mmol/l at the time of the incident. Customer stated that insulin pump was dropped and bumped. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to partial display. P-cap/reservoir locked properly in place. Device received with pillowing keypad overlay. Device received with damaged display window cover.